Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the routine one month follow-up visit the thresholds on the leadless implantable pulse generator (ipg) were elevated. The device was reprogrammed and capture readings turned off as not recording in the background correctly. At the two month follow-up visit the thresholds remained elevated. The device was again reprogrammed and fixed auto ¿off¿. The ipg remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.